Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor, and performed testing. The sensor failed per specification due to low readings. Also found cannula bent. Unable to confirm that the customer received the sensor in said condition due to customer returning the sensor opened/used.

Event description:
Customer reported that she experienced blood at the insertion site. Customer stated that she inserted sensor and she bled more than normal. The site is not actively bleeding but the site is not comfortable. Customer stated that she has noticed some bent sensors at removal. Blood is not visible on the sensor connector. Blood glucose value is 91 mg/dl. Nothing further reported.